Manufacturer narrative:
E1: initial reporter postal code: 4455. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow as the drug was blocking the flow. This occurred during patient infusion. The device contained 12000mg cefoxitin in sodium chloride 0.9% 240ml total volume. The expected infusion time for the devices was 24 hours. The catheter type was peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between march 1, 2024 ¿ march 5, 2024. H11: the device was received for evaluation with 179 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.